Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, battery out limit alarm or failed battery test alarm was noted. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer was unable to clear a battery out limit. Customer's blood glucose level at the time 149mg/dl. It was reported that the insulin pump was exposed to moisture. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.